Manufacturer narrative:
(B)(4). Date sent: 07/25/2016. (B)(4). The analysis found that the gst60g cartridge was received fully fired. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No functional test was performed due the condition of the cartridge. Pictures provided were review during analysis of the device and no piece of cartridge was noted on the photos. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n5440r. Additional information received: he commented that the surgeon waits one minute prior to firing the device and turns the stapler back and forth to check positioning while he waits. No buttressing material was being used. The firing number could not be confirmed, nor how the procedure was completed. The surgeon noted that he felt like the gst technology was holding the reload in place, per the sales rep, the piece of the cartridge was retrieved and it is not known if the cartridge shaving was discarded or if it is in the biohazard bag with the reload. Allowing the knife to nick the cartridge. The sales rep reaffirmed that there were no patient consequences as a result of the cartridge shaving retrieval process; there were no adverse consequences for the patient reported.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after an unknown firing a piece of the cartridge had come off and was seen in the patient. The piece (cartridge shaving) was retrieved. It is unknown how the procedure was completed. No further clinical information is available at this time. There were no adverse patient consequences reported.